Event description:
While pt was receiving treatment from a stimulator, the unit sent strong amounts of milliamps. The output button was never touched. The transmission was produced from turning the machine on only. Equipment was determined to be malfunctioned. The pt was treated with a hot pack. There was no skin discoloration or injuries other than a temporary shock through 4 electrodes placed over her low back musculature bilaterally.